Event description:
It was reported that the preloaded device had faulty plunger and the trailing haptic of the intraocular lens (iol) was kinked. There was no patient contact. The procedure was completed using another johnson & johnson dib00 lens. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is between 5/16/2022 and 5/27/2022. Implant date: if implanted, give date: not applicable, as there was no patient involvement. Explant date: if explanted, give date: not applicable, as there was no patient involvement. Device evaluated by MFR: the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.